Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at distance and near and positive and negative dysphotopsia. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was best corrected visual acuity 20/30 dysphotosias. Additional information was requested.